Event description:
Caller reports the patient tested 4.0 inr on the coaguchek xs system and 3.04 inr on a comparison lab. Medication was unchanged based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.